Event description:
Reportedly,the defibrillator charged but did not discharge, energy to the patient. This allegation was based upon the observation that the swithches were heard to actuate but there was not expected noise emitted from the device transfer relay.